Manufacturer narrative:
Other text: the device was returned and there was wear found on the cuff. The balloon was inspected and a good bond was found between balloon and airway line. Inspection of the end portion of the airway line showed that the airway line had been cut which propagated into a tear. Manufacturing performs a leak test and cuff symmetry inspection on 100% of the devices and quality performs the same inspections on a sample of each lot prior to packaging. Since a cut in the inflation line would not allow the cuff to remain inflated, it is unlikely that the device was received with a cut in the inflation line due to the visible signs of usage on the returned device. The investigation did not identify a manufacturing defect with the returned device. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the pilot balloon on the bivona tracheostomy came off after the cuff was inflated. No patient injury or complications were reported in relation to this event.